Event description:
Sigmoid colectomy. Plcr75g was fired and pc stated "firing incomplete". When the fire key was pressed, a grinding noise was heard during the firing sequence. The staples were fired half the length of the cartridge and were under-formed. Sutures were placed to complete the case without further incident.